Event description:
It was reported that a patient underwent a pulmonary vein isolation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and octaray catheter and there were issues with what the medical team described as excessive char. The physician ablated using the stsf ablation catheter while in contact with the octaray in the patient. After the case when the catheters were withdrawn there was char on both the octaray and the stsf ablation catheter. There were no system errors or temperature issues noted. The patient was appropriately coagulated and monitored throughout the case. The procedure was completed and no patient consequences occurred. This report is for the octaray catheter. The event was documented on the thermocool smarttouch in a separate MDR form.

Manufacturer narrative:
Biosense webster manufacturer's reference number (B)(4) has 2 reports. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)